Event description:
The dentist reported that the abutment screw (iunihg) fractured and was discarded.

Manufacturer narrative:
The product associated with this complaint was not returned. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.